Manufacturer narrative:
(B)(4).

Event description:
It was reported that unknown sensor issue occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.